Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that for the second time the front of insulin pump fell apart. It was reported that there was air bubbles under keypad and insulin pump was held together with tape. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received missing display window cover, peeling keypad overlay, scratched keypad overlay, stained serial number label, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.